Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 7.0x20x75cm express ld vascular stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and it was noted that the stent moved on the balloon. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.